Event description:
Boston scientific received information that increased pacing impedance measurements were observed on the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead during implant. Noise was also noted on the left ventricular (lv) lead. The physician removed the lead and cleaned the device header but the measurements remained the same. A boston scientific company representative also checked the lead configurations but no change was noted. Hence, the device was explanted and replaced while the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.